Event description:
Initial hcg+beta result of 1.19 ulu/ml. Repeat of same sample recovered 5479 ulu/ml. Initial myoglobin stat result of 21 ng/ml. Repeat of same sample recovered 266.4 ng/ml. No info provided to determine if results were used to guide therapy. The field service representative determined the sr probe was misaligned at the sample position. The instrument was repaired and performance check tests were performed.